Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by visual examination of device. Device history record (DHR) was reviewed and no discrepancies related to the event were found. The root cause of the reported issue is attributed to transit damage. Visual evaluation of the provided pictures confirmed that the tip of the stem implant is protruding through a side wall of the inner sterile cavity. Visual evaluation of the returned product confirmed that the poly bag is punctured near the distal tip of the stem implant contained within. Plastic debris is seen on the distal end of the stem implant. The outer carton is compressed / damaged on the bottom panel and all four corners of the bottom panel. The returned carton box matches the one in the provided pictures. The inner and outer cavities and tyvek lidding were not returned. Sterility was compromised. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the provided pictures and returned product, the DHR review, and the potential transit age of the device, over 6 years. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported upon opening implant packaging for usage the stem was protruding through the plastic inner packaging. No additional information is available.